Event description:
Ous MDR - six days after the implantation, loss of capture was reported. The lead was dislodged and was successfully repositioned on (B)(6) 2015 during a revision. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.